Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade of the device wouldn't rotate prior to first use. A second motor drive was tried with the same device and the blade still wouldn't rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not rotate prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.